Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery alarm noted. The device was received with missing reservoir o-ring, broken reservoir tube lip, cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked display window corner and scratched lcd window. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Blood glucose value was 79 mg/dl. The customer stated that the o-ring would come off the reservoir compartment when changing the reservoir and that may be causing the no delivery alarms. The customer was not aware of how the damage occurred. She declined troubleshooting for no delivery alarms. The device was returned for analysis.